Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece for analysis. Visual and x-ray examination of the partial lead did not find any anomalies. The is-1 connector dimensional analysis of the connector pin, front seal, connector ring, and connector boot adjacent to the second set of sealing rings were all in specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a right ventricular (rv) lead revision procedure was performed, however no information was provided to the reason for the rv lead replacement. During a revision procedure for the rv lead, the setscrew was not able to be loosened in the header resulting in difficulty removing the lead from the header port. The rv lead was then explanted and replaced to resolve the event. The patient is stable.